Event description:
Per the clinic, the patient suddenly stopped responding to sounds on (B)(6) 2022. Troubleshooting was done, however, the issue could not be resolved. Open circuits were noted on all electrodes. The implanted device remains. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported) and the patient was reimplanted with a new device on (B)(6) 2022 this report is submitted on october,16, 2022.